Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen beginning on 21-nov-2024 causing inappropriate nst detections. The patient received an inappropriate shock due to noise on (B)(6) 2024. It was reported another shock was delivered on (B)(6) 2024. Shock impedance, pacing threshold, and the short rv interval counter have trended up since november 2024. Pacing impedance has trended down slightly. Lead integrity issue suspected. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.